Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the "problem" lead was the atrial lead which had dislodged. The atrial lead was revised and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that there was a "problem" with one of their leads that needs to be fixed. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.